Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) product specialist that the temperature of an rt206 adult breathing circuit was not rising. The problem was resolved when the breathing circuit was changed out. This event occurred before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). PMA/560k: this is a malfunction that has been reported to fisher & paykel healthcare by a medical center in (B)(6). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Evaluation code: conclusion - split pin. Electrical resistance. Method: the inspiratory tube of the returned rt206 adult breathing circuit was visually inspected for damaged pin. The electrical resistance of the inspiratory heater wire was also tested using a multimeter. Results: the heater wire pin in the inspiratory tube was split. This prevents the heater wire adaptor from connecting to the heater wire socket. The electrical resistance of the inspiratory heater wire was within the product test specification. A lot check was not performed as no lot info has been provided. Conclusion: the heater wire pins are formed during production. A split pin would normally be detected by the insertion of the adapter during a production test. For split pins reported to us by healthcare facilities, it is not possible for us to determine whether the pins were split during production or by the end users when they are attempting to insert the heater wire adapter during the breathing circuit setup. Electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. No fault was found with the electrical resistance of the inspiratory heater wire. It complies with the given product test specification. (B)(4).